Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of left arm and hand swelling along with hand numbness and tingling. An examination found a left subclavian vein occlusion. Anticoagulant medication was administered. The leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.